Manufacturer narrative:
Other applicable components are: product ID :977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturing representative regarding a patient. The patient stated that the feeling of their stimulation changed. There was no report of fall or trauma that may have contributed to the issue. Impedances were checked, and all were within normal limits. X-rays were taken, which showed that the leads have moved. The issue was not resolved at the time of the report. The patient was implanted for cervical radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that a revision took place (B)(6) 2017 because the stimulation was not reaching the correct area. The patient said the leads dislodged and one pulled down further than the other. The patient said they may have leaned back against something and pulled the leads down from where they should have been. It was reported that a component was twisted or coiled. The patient said their healthcare provider (hcp) took the battery out of the buttocks and put it further down. The leads were shortened from the buttocks to under the patient¿s back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. It was reported that the customer planned to start paperwork for pre-authorization for lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The patient's baseline weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient experienced poorly controlled pain and poor pain relief recently. Reprogramming on multiple occasions did not recapture adequate pain coverage. The patient was evaluated in the pain clinic and caudad migration of both leads was found. The outcome was reported as resolved without sequelae on (B)(6) 2017. Etiology indicated the relationship of the event to the device or therapy was related, but unlikely related to the implant procedure.

Manufacturer narrative:
The explant date of the leads was (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study specified the leads were explanted and replaced on (B)(6) 2017. The device disposition was unknown.